Manufacturer narrative:
Follow-up #1 (03/07/11) - device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 (03/11/11)-device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Weight: (B)(6). 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient in (B)(6) contacted lifescan to report the one touch ultra meter was giving inaccurately high readings. On (B)(6) 2011, the technical service representative (tsr) spoke with the patient to obtain and verify information. On (B)(6) 2011 at 6:30 pm the patient obtained the blood glucose reading of 198 mg/dl on the reported meter, which he claimed was inaccurately high. The patient had not eaten any food during the afternoon prior to this reading. The patient's expected pre-meal results range from 100 mg/dl to 170 mg/dl. The patient ate soup for his 7:00 pm meal. At 10:00 pm the patient experienced the symptoms of blurred vision, sweating, weakness, lightheadedness and inability to speak. The patient's blood glucose level was not tested while he was symptomatic. The patient's wife treated him with sugar and he felt better afterwards. After consuming the sugar, the patient's blood glucose level was tested to be 275 mg/dl. Earlier on the day of this event, the patient's blood glucose readings were 63 mg/dl at 6:45 am and 62 mg/dl at 11:00 am. The tsr confirmed these readings are correct, which are different from the results of 83 mg/dl and 98 mg/dl given during the initial telephone call with customer service. The patient manages his diabetes with lantus insulin 5 to 20 units and the oral diabetes medication "biguophage" 1000 mg three times per day. The meter was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining an elevated reading on the reported meter, and received treatment with glucose to alleviate those symptoms. Therefore this complaint is being reported.